Event description:
It was reported that the patient underwent a knee revision approximately two (2) years post-implantation after experiencing a fall that resulted in the post of the nexgen patella fracturing. During the revision, the patella was explanted; however, the fractured peg portion was unable to be removed and remains in the patient. No other patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H10: this device was erroneously reported under an incorrect MFR, and is now being submitted under the appropriate MFR. See original report 0001822565-2024-03079. The event is confirmed. Visual inspection of the returned device found the device is fractured. Fracture surface analysis of the trabecular metal patella revealed no evidence of clear artifacts to deduce the mode of failure. The fracture appeared to be excessively smeared, possibly due to post fracture damage. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-rays were reviewed by a healthcare professional. Review of the x-rays confirms that the patella is fractured. It was reported that the patient fell however the reason for fall is unknown and hence a root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.